Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000529, lot number: unknown. H3, h6: the system was serviced in the field and the pendant was replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the manufacturer representative (rep) was pressing certain buttons on the pendant, other items would activate. Pressing 3d mode would activate lift and shift. There was no patient involvement.

Event description:
Additional information was received. It was reported that the issue was found prior to starting a case.

Manufacturer narrative:
H3, h6: the product ID: bi71000529, lot number: 24520 0071 rev. 1, was returned and analysis did not confirm the reported event. The pendant was installed on a test imaging system and the system and pendant both booted and readied. Multiple 2d and 3d imaging was successfully performed and all keys and functions operated correctly when actuated. No functional problem was found. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H2) additional information in sections b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.